Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The field service engineer determined the mixer was out of adjustment and its cable was improperly inserted. A grounding cable was also found disconnected. The mixer was adjusted, the mixer cable was checked for proper insertion, and a new ground cable was installed. Cell blank measurements and a hardware check test were carried out. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen.2 on a cobas 8000 c702 module. The first sample initially resulted in a calcium value of 6.3 mg/dl and it repeated as 10.1 mg/dl. The second sample initially resulted in a calcium value of 5.7 mg/dl and it repeated as 8.4 mg/dl. The repeat values were considered correct and were reported outside of the laboratory.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported after the service actions were performed.